Event description:
It was reported that white particles were found floating in a half day infusor. This was observed after compounding with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2014 -october 24, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be polyester material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.